Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this pacemaker and a non-boston scientific right ventricular (rv) lead exhibited a lead safety switch due to impedance measurements of greater than 3000 ohms. Troubleshooting was performed and the high impedance measurements were able to be reproduced. There was no noise noted, and threshold measurements were good. Therefore, programming options would be discussed with the physician. No adverse patient effects were reported.